Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported that the bur broke at the cutting end during a surgical procedure. It was also reported that the tip of the bur remains in the patient. It was further reported that there were no delays as a result of this event and the procedure was completed successfully.